Manufacturer narrative:
Advanced bionics consider the investigation into this reportable event as closed. The recipient's issues have improved. No further treatment details will be provided. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing dizziness. The recipient was prescribed meclizine.